Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag resulting in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. It was further reported that fluid leaked "all over the floor". Renal therapy services (rts) assisted caregiver with ending therapy, reviewed proper procedures, and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.